Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 16-14mm amplatzer duct occluder was selected for procedure. It was noted during procedure, that the occluder exhibited a cobra deformation when being deployed. Two additional attempts were made to partially recapture and redeploy the occluder, but the deformation persisted. The decision was made to remove and replace the 16-14mm amplatzer duct occluder with an unknown prosthesis to complete the procedure. There were no adverse patient consequences reported.

Event description:
N/a

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 16-14mm amplatzer duct occluder was selected for procedure. It was noted during procedure, that the occluder exhibited a cobra deformation when being deployed. Two additional attempts were made to partially recapture and redeploy the occluder, but the deformation persisted. The decision was made to remove and replace the 16-14mm amplatzer duct occluder with an unknown prosthesis to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Additional information: h10. An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.